Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use. A direct correlation between the pump and the patient¿s reported gi bleed could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support, and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to gi bleeding and a low hemoglobin of 7.9g/dl. The patient received one unit of packed red blood cells. The patient was scoped and an arteriovenous malformation (avm) at the cecum was found. Argon plasma coagulation was administered to the site of the avm. The patient was discharged on (B)(6) 2015.